Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system controller ribbon connector not being able to connect to the backup battery was confirmed via evaluation of the returned backup battery (serial number: (B)(4)). Visual inspection performed on the 11v backup battery revealed pin 1 and pin 11 on the backup battery were bent; this resulted in an inability to connect the backup battery to a test system controller. The bent pins were straightened back into place and the 11v backup battery was successfully connected to a test controller without issue. The battery was then functionally tested and found to operate as intended during analysis. The backup battery was installed in a test system controller and operated in a mock circulatory loop with no issues or atypical alarms produced. The controller was disconnected from external power and the battery supported the pump without issue. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explains how to properly care for the equipment, including the backup battery connector. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller backup battery pins for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 11v backup battery assembly is manufactured by the vendor who maintains the device history records. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when trying to install the backup battery into the system controller the ribbon in the controller would not engage into the backup battery. A new backup battery was successfully installed into the patient's back up system controller.